Manufacturer narrative:
Medwatch sent to FDA on 08/25/2015. The reporter declined to provide additional information regarding product details. The events of seroma and induration are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device remains implanted and will not be returned. Therefore, no analysis or testing will be done. Device labeling states: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion." These events are being reported because medical intervention was required, although device-relatedness has not been established.

Event description:
Health professional reported implantation of seri surgical scaffold during umbilical hernia repair and abdominoplasty on (B)(6) 2014. Post-implantation and beginning on (B)(6) 2015, the patient presented with pain and swelling from localized fluid collection at the perimeter of the implant site. The fluid was aspirated providing relief, but the patient returned approximately bi-weekly for recurrent fluid aspiration or incision and drainage from that site and two other sites that developed similar pain, swelling and additional redness. The patient had an additional site that developed redness and tenderness which was treated with one injection of 1 cc 10% kenalog. The symptoms have resolved and device remains implanted.